Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported "air enters when purging the line. The customer tells me that despite being the same reference as always (B)(4) we have modified the parts of it. There is a rubber connector that has a different shape and when purging the line, they say that air enters through that piece, and to purge it properly, they have to cover that piece with their finger to prevent air from entering. This did not happen before." No other information provided. It was reported this occurred with three devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a leak through the t-lock septum was confirmed. Four videos were provided for evaluation of this complaint. The videos were of implanted powerpicc solo catheters. The solo funnel connectors and t-lock assemblies were attached to the luer adaptors on the catheters. Two of the videos were of a non-complainant s/l powerpicc catheter with the previous t-lock septum. When an attempt was made to aspirate the catheter through the t-lock assembly, blood was seen aspirating through the device and into the syringe barrel, per design. The other two videos were of the implicated d/l powerpicc solo catheter with the newer t-lock septum. When an attempt was made to aspirate the catheter through the t-lock assembly, air was seen entering into the syringe barrel. The introduction of air into the syringe barrel indicated a leak in the system. The yellow septum was then covered by the user¿s gloved hand and an additional attempt was made to aspirate fluid through the catheter. When the septum surface was occluded, blood was aspirated through the catheter and into the syringe barrel. This functional test indicated that the leak occurred at the septum and was likely located where the stylet traversed through the t-lock septum. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "air enters when purging the line. The customer tells me that despite being the same reference as always ((B)(4)) we have modified the parts of it. There is a rubber connector that has a different shape and when purging the line, they say that air enters through that piece, and to purge it properly, they have to cover that piece with their finger to prevent air from entering. This did not happen before." No other information provided. It was reported this occurred with three devices. This report addresses the first device.